Manufacturer narrative:
Imdrf impact code f1001 captures the reportable event of cancelled/rescheduled - post sedation.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat malignant biliary stricture during an endoscopic retrograde cholangiopancreatography ercp metal stenting procedure performed on (B)(6), 2025. The patient anatomy was dilated prior to stent placement during the procedure, while passing the stent through the stricture the sheath became kinked. The procedure was cancelled/ rescheduled. There was no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, showing the outer blue sheath was kinked.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled/rescheduled - post sedation. Block h11: a wallflex biliary rx stent was returned for analysis. Visual examination revealed that the blue outer sheath was bent and kinked. Also, a photo provided by the complainant showed that the blue outer sheath was kinked. Product analysis confirmed the reported event of sheath kinked. This event was mostly due to procedural factors such as lesion characteristics, handling of the device, technique used by the physician (force applied) could have resulted in the damages encountered in the device. For the reported event of cancelled/rescheduled - post sedation/sedation unknown, this cannot be confirmed as this happened during the procedure and there is no objective evidence or descriptive information available to establish the cause of the reported event. Based on all available information, the selected most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat malignant biliary stricture during an endoscopic retrograde cholangiopancreatography ercp metal stenting procedure performed on (B)(6) 2025. The patient anatomy was dilated prior to stent placement during the procedure, while passing the stent through the stricture the sheath became kinked. The procedure was cancelled/ rescheduled. There was no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, showing the outer blue sheath was kinked.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled/rescheduled - post sedation. Block h11: the wallflex biliary rx uncovered stent and its delivery system were not returned for analysis; therefore, a technical evaluation could not be conducted. A media inspection of a photo provided by the complainant revealed that the blue outer sheath appeared to be kinked. However, due to insufficient evidence and the inability to properly evaluate the device, the most probable causes contributing to the event remain undetermined. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted to treat malignant biliary stricture during an endoscopic retrograde cholangiopancreatography ercp metal stenting procedure performed on (B)(6) 2025. The patient anatomy was dilated prior to stent placement. During the procedure, while passing the stent through the stricture the sheath became kinked. The procedure was cancelled/ rescheduled. There was no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, showing the outer blue sheath was kinked.